Manufacturer narrative:
Product evaluation: the lens was returned loose in a plastic bio-hazard bag. Solution and debris were dried on the lens. The lens was cleaned with lphse for further evaluation. The optic has scratches and scuff marks in the shape of an instrument used to grasp the lens was observed. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. No cartridge was returned for evaluation. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Root cause: the product investigation could not identify a root cause for the reported complaint of ¿lens did not bend and wouldn't advance¿. Multiple follow up attempts to the facility have gone unanswered for the reported event. The lens was returned loose in a bio-hazard bag and was not returned in a cartridge for evaluation. No associated products were provided nor returned for evaluation. Not enough information was provided to determine if a qualified product combination was used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) that would not bend and wouldn't advance. There was patient contact and the procedure was completed the same day. Additional information is requested.